Manufacturer narrative:
Concomitant medical products: product ID 97754, serial# (B)(4), product type recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient. It was reported that the patient was having difficulty recharging as it was taking too long. A ¿reposition antenna¿ screen was also displayed. It was indicated that sticky patches had been working well for the patient to get consistent coupling. Troubleshooting steps were performed and resolved the issue. It was noted that the manufacturer representative¿s recharger had the same coupling as the patient¿s. The manufacturer representative thought there was maybe an issue with the recharger since the problem started within the past month. It was discussed that the pocket was most likely the issue with changes in coupling during a recharging session. The patient¿s pocket had many implantable devices and may be bigger than a normal snug pocket. No weight fluctuations (up or down) were reported by the patient. It was further reported that there was no apparent issue with the implantable neurostimulator (ins) or recharger and that there appeared to be a pocket issue. Another recharger confirmed that the patient¿s was operating normally and appeared to bein good condition, per the manufacturer representative. No patient symptoms were reported. Indication for use is spinal pain.

Event description:
Additional information was received from the rep. It was reported that a smaller rechargeable battery had been put in the pocket that a larger non-rechargeable battery had been in so it moved in the pocket. The patient was to discuss with the doctor if she wants a pocket revision. The patient was still able to successfully recharge.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.